Event description:
It was reported that a cerebral vascular accident occurred. A 27mm lotus edge valve was implanted in a patient. Post procedure, the patient had a droopy face and some confusion. It was determined to be a mild event and no further testing was done.